Manufacturer narrative:
Due to character limit:e1(event site name): (B)(6) medical. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reset the battery maintenance required message and completed preventative maintenance at the request of the customer. The fse also replaced the safety disk at the prescribed interval. The device passed all performance and safety tests according to factory specifications and the unit was returned to the customer.

Event description:
It was reported by the customer that prior to use after battery change, the cs300 intra aortic balloon pump (iabp) malfunctioned. The battery maintenance indicator cannot be cleared and unit is unable to be used. There was no patient involvement reported.